Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was duplicated and evaluation of the device found that firmware installed had become corrupted. The firmware was re-installed to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.